Event description:
It was reported that during a pta treatment procedure involving a right vertebral artery lesion, the maverick balloon was reported to have ruptured on the first inflation at 2 atm's. Percentage of stenosis of the lesion is unknown. The introducer sheath size and type of inflation device used are unknown. The guidewire used was a medicore 300, the procedure did not involve an in-stent restenosis and no resistance was met with insertion or removal of the balloon. The patient was asymptomatic at the time of the reported rupture. The device was removed without difficulty and replaced with another maverick otw balloon and the procedure was successfully completed without harm to the patient. The patient's status was reported as "okay". No other information is available at this time.